Event description:
It was reported that a pilot drill was bent. According to the customer, the product was new, and the deformation occurred at the beginning of drilling. No patient harm was reported.

Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.